Event description:
Received information stating customer received multiple occlusion alarms. Customer's blood glucose level was impacted.

Manufacturer narrative:
Customer does not recall the specific cartridge lot number - m001067 or m001720. No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.